Event description:
The customer reported that the insulin pump alarmed after changing the battery and while attempting to prime the infusion set. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker.